Manufacturer narrative:
The glidescope avl/gvm monitor and the glidescope avl video baton 3-4 were returned to verathon for evaluation. A verathon technical service representative evaluated the returned devices and no abnormalities were discovered. The reported fault could not be reproduced. The glidescope avl/gvm monitor and the glidescope avl video baton 3-4 were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl/gvm monitor and a glidescope avl video baton 3-4, the monitor blacks out or is discolored. An undisclosed delay in the procedure occurred as a back-up avl unit was obtained. No harm to the patient or user was reported.